Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26jan2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator failed preventative maintenance and needs a new control board and blower. It is unknown if there was patient involvement. Further information has been requested.